Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (severe obesity (bmi >= 40)), dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency, carpal tunnel syndrome, vitamin b12 deficiency, endometrial hyperplasia, bariatric surgery, obstructive sleep apnea syndrome, gallstones, vaginitis, bacterial vaginosis, cholecystectomy, panniculus, multiparous and menometrorrhagia. Date of confirmation test: 2013; (as written)total bilateral occlusion. Coil placement was successful- 2009 (B)(6) 2009: total bilateral occlusion, coil placement was successful. Previously administered products included for an unreported indication: microgestin, cephalexin, phentermine, metronidazole, hydrocortisone, lorazepam, azithromycin and oxycodone. Concomitant products included contraceptives since 2001 to (B)(6) 2012 for birth control as well as cyclobenzaprine, formoterol fumarate;mometasone furoate (dulera), levonorgestrel (mirena), levothyroxine and omeprazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy bleeding/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and endometrial hyperplasia ("infection (bladder/urinary tract/vaginal): endometrail hyperplasia"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and pelvic discomfort ("uncomfortable"). The patient was treated with estradiol (vagifem) and surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and dyspareunia was resolving and the vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, pelvic discomfort and endometrial hyperplasia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometrial hyperplasia, headache, heavy menstrual bleeding, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: spiral coils counted - 3. Both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, medical history and rcc added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (severe obesity (bmi >= 40)), dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency, carpal tunnel syndrome, vitamin b12 deficiency, endometrial hyperplasia, bariatric surgery, obstructive sleep apnea syndrome, gallstones, vaginitis, bacterial vaginosis, cholecystectomy, panniculus, multiparous and menometrorrhagia. Date of confirmation test: 2013; (as written)total bilateral occlusion. Coil placement was successful- 2009 (B)(6) 2009: total bilateral occlusion, coil placement was successful. Previously administered products included for an unreported indication: microgestin, cephalexin, phentermine, metronidazole, hydrocortisone, lorazepam, azithromycin and oxycodone. Concomitant products included contraceptives since 2001 to (B)(6) 2012 for birth control as well as cyclobenzaprine, formoterol fumarate;mometasone furoate (dulera), levonorgestrel (mirena), levothyroxine and omeprazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy bleeding/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and endometrial hyperplasia ("infection (bladder/urinary tract/vaginal): endometrail hyperplasia"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and pelvic discomfort ("uncomfortable"). The patient was treated with estradiol (vagifem) and surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and dyspareunia was resolving and the vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, pelvic discomfort and endometrial hyperplasia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometrial hyperplasia, headache, heavy menstrual bleeding, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: spiral coils counted - 3. Both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure confirmation test. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (severe obesity (bmi >= 40)), dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency, carpal tunnel syndrome, vitamin b12 deficiency, endometrial hyperplasia, bariatric surgery, obstructive sleep apnea syndrome, gallstones, vaginitis, bacterial vaginosis, cholecystectomy and panniculus. Date of confirmation test: 2013; (as written)total bilateral occlusion. Coil placement was successful- 2009. (B)(6) 2009: total bilateral occlusion, coil placement was successful. Previously administered products included for an unreported indication: lorazepam, azithromycin, metronidazole, hydrocortisone, cephalexin, phentermine, oxycodone and microgestin. Concomitant products included cyclobenzaprine, formoterol fumarate;mometasone furoate (dulera), levonorgestrel (mirena), levothyroxine and omeprazole. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding/abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and endometrial hyperplasia ("infection (bladder/urinary tract/vaginal): endometrial hyperplasia"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and pelvic discomfort ("uncomfortable"). The patient was treated with estradiol (vagifem) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, pelvic discomfort and endometrial hyperplasia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometrial hyperplasia, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Event per pfs: infection (bladder/urinary tract/ vaginal)-endometrial hyperplasia was added, event onset dates were added, laboratory data was updated. Follow up information received on 17-apr-2019 plaintiff fact sheet and medical records received: events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal. Bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), pelvic discomfort, dyspareunia (painful sexual intercourse), pain, heavy bleeding were added. Lab data, medical history, concomitant, historical drugs added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (severe obesity (bmi >= 40)), dysfunctional uterine bleeding, hypothyroidism, vitamin d deficiency, carpal tunnel syndrome, vitamin b12 deficiency, endometrial hyperplasia, bariatric surgery, obstructive sleep apnea syndrome, gallstones, vaginitis, bacterial vaginosis, cholecystectomy and panniculus. Date of confirmation test: 2013; (as written)total bilateral occlusion. Coil placement was successful- 2009. Previously administered products included for an unreported indication: microgestin, cephalexin, phentermine, metronidazole, hydrocortisone, lorazepam, azithromycin and oxycodone. Concomitant products included cyclobenzaprine, formoterol fumarate;mometasone furoate (dulera), levonorgestrel (mirena), levothyroxine and omeprazole. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic discomfort ("uncomfortable"). The patient was treated with estradiol (vagifem) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea and pelvic discomfort outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.